Manufacturer narrative:
The hillrom field service team recommended to exchange the gas springs. However, the customer did not want a repair but to replace the whole head section.

Event description:
It was reported by the customer that the head section on the trusystem 7000 operating table is drifting down during surgeries. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).